Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the primary infusion of sodium chloride was dripping at the same rate as the secondary infusion of acetaminophen. The pump module read acetaminophen was being administered. The rn switched to the other module attached and experienced the same issue of both the primary and secondary infusions dripping. The rn obtained a new pump. There was patient involvement but no harm.

Event description:
It was reported that the primary infusion of sodium chloride was dripping at the same rate as the secondary infusion of acetaminophen. The pump module read acetaminophen was being administered. The rn switched to the other module attached and experienced the same issue of both the primary and secondary infusions dripping. The rn obtained a new pump. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.